Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number. Attachment: presentation - mitraclip implantation in secondary mr-one successful, one not successful.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with an unspecified mr grade. Two clips were implanted, reducing the mr to an unspecified grade. Ten days after the patient was discharged (date unknown), the patient had worsening heart failure, echocardiogram was performed and a leaflet tear was noted. A third clip was implanted. Additionally, an occluder device was implanted to treat the atrial septal defect (asd). No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot number was not provided. The reported patient effects of mitral valve injury (tissue damage) and heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported heart failure and tissue damage could not be determined. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.